Event description:
It was reported that the system 9600+ displayed iris pot error. The system was reinitialized and the message did not return. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an evaluation over the telephone. The malfunction could not be verified. The system was placed back into service.